Manufacturer narrative:
This lead was surgically abandoned, and replaced with another guidant lead. No adverse issues were reported regarding the lead being entangled with the patient's tricuspid valve. The physician felt that further attempts to remove the lead posed too high of a risk to the patient. At this time there is no additional information available. If additional information becomes available, this event will be updated. This lead has been returned and is currently undergoing analysis. This investigation will be updated when analysis has been completed.

Event description:
Event description guidant received information that this right ventricular lead was repositioned three days post implant, and during this revision, the lead became caught on the tricuspid valve. Subsequently additional information was received stating that this lead was removed from the patient. No adverse patient effects reported from the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complaint from the field was not confirmed. The lead was returned severed at 58 millimeters (mm) from the terminal pin. The tip was missing when returned. The conductor coils were stretched to the point of fracture from the tip. The stylet was returned stuck in the lead.

Event description:
Event description guidant received information that this right ventricular lead was repositioned three days post implant, and during this revision, the lead became caught on the tricuspid valve.

Manufacturer narrative:
--

Event description:
--